Event description:
The co distributor in germany sent a report that stated "during giving the first contrast media, both catheters ruptured." Two catheters were returned from the same procedure. These are reported as m961155 and m96116.